Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed that the customers application board was preventing flow readings from being displayed on the centrifugal control unit. When the pst changed the application board with a lab use only board the centrifugal control unit displayed flow in liters per minute as expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Manufacturer narrative:
The field service representative (fsr) replaced the flow module. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow would not display on the centrifugal controller. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team set up the case without issue and commenced cpb on (B)(6) 2020. During the procedure the local display and the display on the central control monitor (ccm) for the flow from the arterial centrifugal pump began reading dashes. The end user confirmed that the display was still showing the revolutions per minute (rpms). He tried another flow probe and the system was still reading dashes. To mitigate the issue he was able to retrieve a standalone centrifugal pump and was able to place the original flow probe onto that system and the reading of the actual flow in liter per minute (l/min) was able to be displayed on the independent device. The event did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event. The flow module was later replaced without further issues.